Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the battery was replaced during pacing, however the epg did not stay on during the battery replacement and shut down. The epg then restarted when the battery was replaced. The epg was returned to the manufacturer for servicing. The patient did have an intrinsic heartbeat, there were no patient complications reported as a result of this event.